Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and was able to verify the reported issue. Physio-control provided the biomed with technical assistance. The biomed confirmed that the device will not be repaired and has been permanently removed from service. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service indicator was present and there was an event code logged in the memory of the device. The device had logged an event code in the memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from a selected energy level. There was no report of patient use associated with the reported issue.